Event description:
The customer reported that the images were unusable. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event. This is a reportable event.

Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube. The system operates as intended.